Manufacturer narrative:
Concomitant medical products: product ID: d284drg ICD, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were atrial events recorded that indicated noise and oversensing on the atrial lead. It was noted that the noise was reproducible with pocket manipulation and isometrics. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.